Event description:
It was reported that during the procedure, the impedance measurement of the right ventricular (rv) lead was greater than 3000 ohms. The helix mechanism was retracted and re-extended, and the lead was repositioned; however, the impedance was still greater than 3000. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, the impedance measurement of the right ventricular (rv) lead was greater than 3000 ohms. The helix mechanism was retracted and re-extended, and the lead was repositioned; however, the impedance was still greater than 3000. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.